Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the samples leak." Additional information received 05-11-2021: there was no reported exposure, medical intervention or injuries.